Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked/fractured luer fitting effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c -the stopcock used to close the drain and accurately check icps broke.

Manufacturer narrative:
Follow report 001 ref to natus complaint#(B)(4). Sterile date of the affected device: 24 may 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: complaint history review/trend analysis: (24 months review and percent of sales) 58 previously confirmed "integ-broke in use" complaints within the past two years. 37,711 nt821731c units sold within the past two years. Failure rate = (B)(4).risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system, drip chamber, and patient line stopcock. The patient line had a crack on the stopcock wall. The system stopcock broke at the female luer, and the crack reached the stopcock wall. The drip chamber stopcock was broken at the female luer and the lever of the wall which is used to turn the stopcock into a closed or open position. The product exhibited markings consistent with tool engagement, resembling grip or scratch patterns that suggest contact with serrated or toothed surfaces, possibly from pliers or similar instruments. There was a buildup of blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was inconclusive, as the device's rotational mechanism was compromised due to structural breakage. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c -the stopcock used to close the drain and accurately check icps broke.